Event description:
It is reported that the device was implanted in 2008. The pin bushing separated, and the pt was revised at approximately 40 days later.

Manufacturer narrative:
Eval. Summary: no post-operative x-ray or any other visual means has been provided to confirm whether locking of the pin occurred in the first place. Cause cannot be definitively determined. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.